Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified failure. The patient was not connected to the device at the time of the event. There was no patient injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. The event history log review showed a system error 1031. A visual inspection was performed. The device received full functional testing, electrical safety testing and calibration. A short stimulated therapy was successfully performed. The reported condition was verified. The direct cause was found to be the software eproms. The software eproms were replaced. Should additional relevant information become available, a supplemental report will be submitted.